Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode has been experiencing pain since implant. The s-ICD and electrode were explanted due to ongoing issues with pain, which the physician suspects may be an infection. No additional adverse patient effects were reported.